Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope connecting tube has coating peeling. (1mm2 or more) and bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. A-rubber had leakage, and it is likely that the user possibly could not perform reprocessing properly due to leakage from the a-rubber and remove the foreign material. Manufacture business center could not conclusively specify the root cause of the peeling off coating on insertion section. It is likely that physical/chemical stress was applied to the insertion section during user handling, causing the event. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor the field performance for this device.